Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/9139101. (B)(4). Other devices used: catalog #unk, unknown zimmer harris/galante shell, lot #unk; catalog #unk, unknown zimmer harris/galante liner, lot #unk; catalog #unk, unknown zimmer femoral head, lot #unk; this report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to episodes of subluxation and thigh pain.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Device history records cannot be reviewed since the part and lot numbers are unknown. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definite root cause cannot be determined with the information provided.